Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that during testing, it was seen that 3 electrode channels showed hi impedances, 2 electrode channels had short circuits and 2 electrode channels had raised impedances. The pt has stated that she has not had any head injury or trauma. The external equipment was checked and was working fine.